Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the hand w/quick-coupl (p/n: 03.010.500, lot #: t177866) was returned and received at us cq. Upon visual inspection, it was observed that the device was received assembled with protection sleeve ø14 (p/n: 03.033.007, lot #: 3l07573). No other issues were observed with the returned device. The complaint condition was confirmed for the hand w/quick-coupl (p/n: 03.010.500, lot #: t177866). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 03.010.500, lot number: t177866, manufacturing site: tuttlingen, release to warehouse date: 23-oct-2019. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date while educating the nursing staff on the femoral recon nail instruments, the silicon handle with quick coupling and protection sleeve would not connect properly. They ended up partially connected and could not be pull them apart. There was no patient involvement. This report is for one (1) silicone handle with quick coupling. This is report 1 of 2 for complaint (B)(4).